Event description:
It was reported to the MFR by the facility ((B)(6)), per the facility, the resident was found on the floor, next to her bed. The facility does not know how she got on the floor. The facility speculates that she may have rolled off the mattress or gotten too close to the edge of the mattress and rolled off. The facility does not believe that the incident occurred due to any fault of the mattress or control unit. The resident was sent to the hospital for evaluation as a precaution. The resident has no injuries. Complaint#: (B)(4) and ra#: (B)(4) was entered into our system to retrieve the mattress system for investigation. As of this writing the mattress system has not been returned to joerns.

Manufacturer narrative:
Add'l device info: dolphin system consist of a control unit (900t-cu, serial #: (B)(4)) and an air mattress (900t-3582-m, serial number unk). Joerns sending the report to the MFR: control unit is manufactured by joerns healthcare, (B)(4). The mattress is manufactured by american national, (B)(4). American national will be notified.